Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer initially reported the autopulse li-ion battery (sn (B)(4) will not charge in the multi-chemistry charger (mcc). However, upon follow up, the customer reported the fully charged battery had low run time in the autopulse platform. No impact or consequence to patient.